Manufacturer narrative:
(B)(4).

Event description:
Pires j, ferreira a, agundez m, campos I. Complications of intrathecal baclofen pump: a case report. Annals of physical and rehabilitation medicine. 2014. Summary/reported events: case number phhy2014pt086248, is an initial literature report received on 11 jul 2014. The authors discussed about a case report of complications of intrathecal baclofen pump. This report refers to a (B)(6) male patient, with spastic paraplegia due to d4 asia a spinal cord injury and right upper brachial plexus lesion, with a double barrel colostomy to heal a perineal pressure sore, presented an abdominal wound dehiscence with partial exposure of the intrathecal baclofen (unknown manufacturer) pump at a dose of 350mug/day, continuous, associated with signs and symptoms of acute baclofen withdrawal, and eventual sepsis. As a result, the patient underwent removal of the baclofen infusion system, closure with plastic skin surgery, and placement of a new intrathecal baclofen (itb) infusion system (synchromed ii, medtronic), with the pump placed in the right abdominal region. Authors concluded that patients with baclofen pumps require periodic monitoring, not only by the need to fill the pump, but also to assess the risk of complications related to dosing or mechanical implant dysfunction, which can be serious and life-threatening. It is important to inform patients about possible risks and complications of this device in order to be aware of warning.